Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose level because of insulin flow block alarm. Blood glucose level at the time of the incident was 23.9 mmol/l which was treated with manual injection. Customer¿s other blood glucose value was 14 mmol/l. Customer stated that they could not get in to auto mode. The insulin pump will not be returned for analysis.